Event description:
Healthcare proffesional (hcp) reported pt receiving continuos venovenous hemodialysis (cvhd) on the baxter bm25 device when the bm14 portion of the unit spontaneously powered off. Hcp was closely monitoring the pt at the bedside when this occurred and device did not alarm. Hcp discontinued cvvhd after blood was returned to pt. Device was removed from service and pt was placed on hemodialysis. Blood flow rate 150ml/minute, dialysate flowrate 3000 ml/min.